Event description:
A sternalock revision surgery occurred due to screws loosening. Report 1 of 7.

Manufacturer narrative:
Based on the review of the returned product and the satisfactory functional testing of the returned implants, the customers complaint of screw loosening could not be verified as the products appear in good working condition with no damage to the cross threads of the screw or the screw tips. The most likely underlying cause of the screw loosening that necessitated revision surgery cannot be confirmed but was likely that the screws were not fully locked into the plate during the initial surgery since the products functioned as designed during testing and no damage was observed to the products which would indicate a good locking purchase occurred. If any additional information is received that adds relevant data a supplemental report will be filed.